Event description:
It was reported by customer that the purewick urine collection flex system stopped working. Customer says it has not suctioned since they have gotten it and they have tried to troubleshoot already.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.